Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was returned and investigated on 11/26/2025. It was determined this complaint does not meet the criteria of a reportable event per (B)(4).

Manufacturer narrative:
Cmpl-244414313004753838-2025-336505 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.